Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, prolapsed anterior leaflet, and restricted posterior leaflet. A mitraclip nt was inserted and deployed on the mitral valve. To further reduce mr and prolapse, a second clip, a mitraclip xt (40605r1064) was then inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened roughly 45 to 60 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, a decision was made to remove the clip. However, while withdrawing the clip, the gripper of the clip became caught on the leaflets. Troubleshooting was performed and the clip was able to be freed from the leaflet. However, leaflet damage was observed, and mr increased. To further reduce mr, a third clip, a mitraclip xtw was then deployed next to the clip. The procedure was completed with three clips implanted, reducing the mr to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa/establish final arm angle). The reported difficult to remove from the anatomy could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement (clip opened while establishing final arm angle) could not be determined. Additionally, a cause for the reported difficult to remove from anatomy cannot be determined. Unspecified tissue injury resulting in mitral valve insufficiency/regurgitation appears to be related to difficulty removing the clip from the anatomy and is therefore related to procedural conditions. Tissue damage/injury and mitral regurgitation are known possible complications associated with mitraclip procedures. Serious injury / illness / impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.